Event description:
It was reported that this pacemaker recorded a Code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Continued monitoring was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.